Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, the patient was hospitalized for the peritonitis and was discharged (duration unspecified). Treatment was not reported. It was reported that the patient was visiting the out patient department once every five days (duration unspecified). At the time of this report, the patient was recovering, and dianeal/extraneal therapies were ongoing. No additional information is available.